Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the whisper guidewire would not go through the left ventricular (lv) lead tip. Another lv lead was attempted with the same results. Both leads were not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.